Event description:
It was reported that the patient experienced hyperglycemia after a cartridge and infusion set change, with the continuous glucose monitor reading high and a leak observed in the cartridge chamber; the patient disconnected from the pump, administered subcutaneous insulin by pen, and later reported stabilized blood glucose after another set change. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of elevated glucose following corrective actions. Investigation included user interview, review of use and handling, and troubleshooting and education on proper cartridge and infusion set change. Investigation of this case revealed user technique concerns related to connector placement and evidence of leakage. It was concluded that the event resulted from improper assembly leading to a leaking cartridge connection, with device function restored after proper setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.